Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with chest pain, shortness of breath, fatigue and had received a shock from the implantable cardioverter defibrillator (ICD). An ICD interrogation revealed that the patient received an atrial fibrillation (af) related shock. The patient also has a left ventricular assist device. The speed was decreased on the lvad and medication was administered. There were no programming changes made to the ICD. The ICD remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.